Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The pt's pacing system was also found to be infected. Antibiotics were administered post operatively with good results. Explant method: intravascular superior. Technique/tools: direct traction with locking stylet. Intravascular counter traction, sheath(s). Complications listed above.